Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 23mm navitor vision valve was selected for implant using a small flexnav delivery system. The valve was implanted. The final implant depth was 6mm from the non-coronary cusp (ncc) and 6mm from the left coronary cusp (lcc). Post-deployment the patient developed a left bundle branch block (lbbb) and had a prolonged pr interval. Post-implant a permanent pacemaker was implanted. The patient had prolonged hospitalization for monitoring. The patient status was stable.

Manufacturer narrative:
An event of left bundle branch block (lbbb) and prolonged p-r intervals was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as a permanent pacemaker was implanted and the patient was hospitalized for monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 23mm navitor vision valve was selected for implant using a small flexnav delivery system. The valve was implanted. The final implant depth was 6mm from the non-coronary cusp (ncc) and 6mm from the left coronary cusp (lcc). Post-deployment the patient developed a left bundle branch block (lbbb) and had a prolonged pr interval. Post-implant a permanent pacemaker was implanted. The patient had prolonged hospitalization for monitoring. The patient status was stable.